Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 51mm thoracic aortic aneurysm of unknown size. It was reported that the patient presented with a headache for which they had a head and chest CT. On the CT, it was noted that a dissection was present, ascending from the proximal edge of the stent graft and also below the distal end of the stent graft and several centimetre's proximally. The ascending aorta's false lumen was occluded with a thrombus and the true lumen wasn't very decreased. The descending aorta had some blood flow to the false lumen but the true lumen again wasn't very decreased. It was decided by the physician to monitor the patient with only medical treatment at present. As per the physician, the cause of the event was due to brittle patient vessel morphology and it was noted there was no problem with the products size and implantation site. No additional clinical sequelae were reported and the patient will be monitored by their physician.